Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device remains implanted.

Event description:
Four days post successful stent assisted embolization of the right vertebral artery aneurysm; the patient had stent occlusion due to thrombosis. Subsequently, the patient suffered a cerebral infarction. The patient was given edaravone and argatroban (dosage unknown) to treat the stroke. Ten days post procedure, the patient outcome was reportedly in ¿remission¿.